Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their insulin pump when it received a low and triggered a threshold suspend. Customer's blood glucose level was reported at 46 mg/dl. The customer was walked through trouble shooting and no further assistance was required. No additional information was provided.